Event description:
The customer reported that while performing routine changing of the patient's tracheostomy tube, they discovered a failure of the pilot balloon seam. The tube was discarded. The routine replacement of the tube was performed as scheduled.